Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient when they did not cap their transfer set. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The guide instructs the patient to cap off the transfer set with a new minicap disconnect cap after a disconnection. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient caused a break in aseptic technique when they did not use the minicap to cap off their transfer set which caused peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The nurse stated that the patient came to the emergency room with their transfer set uncapped. The treatment for the peritonitis included vancomycin (route, dose and frequency not reported). The patient¿s transfer set was replaced while they were in the hospital. At the time of the report, the patient remained hospitalized, but they were recovering from the peritonitis. Additional information was requested, but is not available at this time.